Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 644 mg/dl at the time of incident. The customer's current blood glucose is 121 mg/dl. The customer was treated with saline and anti-sleep pills in the hospital. The customer was reported that triggered threshold suspend alarm. The customer¿s blood glucose value was 98 mg/dl to 100 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 47 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was assisted with troubleshooting for auto mode. The customer was also reported that the cannula was bent of the infusion set. The sensor and the insulin pump will not be returned for analysis.